Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of infection in foot and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced infection in foot and lost part of the foot. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient experienced peritonitis. The patient also had many other ailments. Treatment was not reported. The patient was discharged from the hospital on (B)(6) 2012. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: information was received from a nurse, who medically confirmed this report. The nurse clarified that on (B)(6) 2012; the patient was hospitalized for a toe amputation as the patient had an infection in the foot as previously reported. During the hospitalization on an unreported date, the patient was diagnosed with the previously reported event of peritonitis. The cause of the peritonitis was unknown. A batch review was conducted for the potentially associated lot numbers h11k17173, h11k20052 and h12a16018. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(). Further information was received from a nurse and consumer. Dianeal and extraneal therapies were ongoing until the time of death. The nurse clarified that on (B)(6) 2012 (not (B)(6) 2012 as previously reported), the patient was hospitalized for peritonitis and an infected toe (previously reported as infection in foot). The patient was treated with 4 different unknown antibiotics for both infected toe and peritonitis. On (B)(6) 2012, the patient returned to pd clinic with cloudy effluent. On an unreported date, the patient experienced a myocardial infarction. On (B)(6) 2012, the patient was hospitalized for a syncopal episode (onset not reported) and the unresolved peritonitis manifested by cloudy effluent. Treatment was not reported. On an unknown date, while hospitalized, the patient experienced cardiac arrest and was placed on life support. The patient could not be weaned from life support and life support was discontinued. The patient died on (B)(6) 2012. The cause of death was cardiac arrest and myocardial infarction. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.